Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump smof lipids (soybean oil, medium-chain triglycerides, olive oil, and fish oil) found to be completely empty. It was unclear whether excessive priming occurred or if the pump delivered at an incorrect rate. This occurred during delivery in the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.